Event description:
Boston scientific received information that this right atrial (ra) lead displayed noise and high, out of range pace impedances. The patient reported experiencing palpitations from erroneous tracking of atrial noise. A lead fracture was suspected. The local field representative (fr) reported that a lead revision procedure was performed and interoperative testing confirmed a lead fracture. The lead was cut and capped. There were no additional adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a system revision during which time this lead was explanted. The lead will not be returned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.